Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer originally called to report a broken belt clip and was told it would be replaced. The customer called back to report that she ordered a belt clip and did not receive one. Customer was informed the order was not placed, and so the helpline placed an order for 2 belt clips. The customer reported a blood glucose reading of 400 mg/dl. The customer declined troubleshooting. The customer also reported having bent cannulas. The belt clips were replaced. The insulin pump was not replaced or returned.